Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to startup. The device was outside clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite confirmed that the system failed to boot up. Upon troubleshooting, fse checked the host pc and identified that the host pc didn¿t boot up. The philips engineer successfully restored the system ghost, followed by reinserting the internal boards into the host pc and replacing the bios battery. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.